Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The issue could not be reproduced by our field service engineer. The exact root cause of the reported event has not been determined. The test logs only show that there was a safety valve test failure on 10-18-2017. Other logs does not provide enough information to find the exact root cause of the event. Most probably the inspiratory pipe was not correctly mounted and/or the safety valve membrane was dirty and not correctly seated. Initial recommended action if safety valve test fails during pre-use check is to check these parts in the inspiratory section. The reported issue occurred during pre-use check. A faulty safety valve may lead to stop of ventilation if the fault occurs during ventilation. Alarms are generated.

Event description:
Importer reference #: (B)(4). Manufacturer reference #: (B)(4).